Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported "dermatome stops while in use". There was no injury reported and no other info was provided. Add'l clinical info has been requested numerous times by integra. Based upon a 2 year review performed retrospectively on (B)(4) 2014, this report is being submitted.